Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Unk cause of endoleak). Conclusions: (unk cause of endoleak).

Event description:
Still angio images and 3d imaging show a likely type iii endoleak appearing on the left side near the origin of the contralateral limb, just above the junction of the contralateral/bifurcated stent graft. From the still images cannot confirm the actual cause or source of the endoleak, or if type iii fabric or junction. Films contained a single image of the guidewire appearing to exit the stent graft near the junction of the bifurcated/contralateral gate. Cta images post aui relining do not show any obvious endoleak; although the image slices are 10mm.

Manufacturer narrative:
Evaluation method: film.

Event description:
An endurant stent graft system was implanted in a pt for treatment of a 7cm abdominal aortic aneurysm approx 30 months ago. The pt presented for f/u appointments at the first, sixth and twelfth month there were no endoleaks. It was reported that 24 months post implant, the pt felt abdominal pain. The cta revealed a type ii endoleak, fabric. The physician inserted a catheter in order to locate the exact location of the type iii endoleak. The images demonstrated that the hydrophilic guidewire that was advanced appears to have exited the stent graft into the aneurysm sac in two or three different places. The physician believes that there were type iii endoleaks in the bifurcation of the bifurcated stent graft. The physician converted the stent graft to aortic-uni-iliac and performed a femoral to femoral bypass. In the CT images (approx one month after procedure) no endoleak was detected. No clinical sequelae were reported, and the pt is fine.